Manufacturer narrative:
B5: this is a follow up report to update the brand name and remove the recall as this is not a recall related product. The information provided indicated the consumer contracted a severe infection that traveled through the bloodstream and into the kidneys. She was given antibiotics and the infection worsened. Consumer had an emergency IV treatment and was diagnosed with a severe kidney infection caused by a rare bacteria. The information provided indicated the consumer had a prescription and her symptoms improved. Additional narrative: a brand name, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a follow up report to update the brand name and remove the recall as this is not a recall related product. The information provided indicated the consumer contracted a severe infection that traveled through the bloodstream and into the kidneys. She was given antibiotics and the infection worsened. Consumer had an emergency IV treatment and was diagnosed with a severe kidney infection caused by a rare bacteria. The information provided indicated the consumer had a prescription and her symptoms improved.

Manufacturer narrative:
The information provided in this MDR represents known information at this time. No lot code information was provided and therefore an investigation could not be completed at this time. Kimberly-clark has reached out to the reporter to request further consumer information including product information and situational details.

Event description:
The information provided was for a u by kotex sleek regular tampon that came apart upon removal and tampon pieces remained inside the consumer's body. The provided information indicated that the consumer experienced vaginal irritation and infection, and that the consumer went to a physician for treatment.